Event description:
The customer reported that the sensor electrode fractured while it was inside her body. The customer was advised to contact her health care professional to address the issue. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.